Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with zero force. The pump was rewound, loaded, and primed successfully with no alarms duplicated.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.